Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device did not sound an audible tone during an alarm condition while in the low volume setting. There were no reports of any adverse events while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
A field service representative performed testing and investigation at the user facility. The device did not audibly alarm tone in the low volume setting. This was due to the circuit board. This report represents all the info known by the reporter upon query by hospira personnel.